Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer evaluated the issue surfaced by user as failing to trigger while on patient. Observed power up self test fails code 11, upon initially powering unit up. As such, unable to complete an initial function check on unit. Identified code 110 also logged for 10 may, correlating with power up self test code 11 on that same day, around 0200 hours. Logs attached for reference. Narrowed down issue to front end module. Replaced front end module, calibrating unit, and successfully completed a full functional check on unit without issue, post front end module replacement. Unit calibrated and passed all functional and safety tests per factory specifications. The failure analysis and testing dept. Received part number 0670-00-1164_g front-end board sn: 18 00982 46_spv with a reported unit failure of failed power up and error codes # 11 and 110. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing dept. Installed the front-end board part number 0670-00-1164_g serial number: (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual number 0070-00-0639 revision r.the failure analysis and testing department verified the failure of power up failure as well as error code 11.sending the front-end board to the supplier for further failure analysis per procedure number 0002-07-d008 rev. Ar. Failure analysis received from the supplier for front end board. They stated: ECG lead in: tst_exec_qrs_1 fail, suspected: u36 fail. Probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit failed to trigger. User swapped out console to continue treatment without issue. There was no patient harm reported.